Event description:
The event is reported as: following a severe gunshot head trauma, the pt was admitted to the ER and intubated. The pt expired due to trauma, as the respiratory therapist was extubating the pt, the cuff of the 8mm tube would not deflate.

Manufacturer narrative:
The device sample was not returned for evaluation. A visual, dimensional and functional inspection could not be performed since the device sample was not returned. A device history record (DHR) review was performed for the reported lot number 01d1200270. The DHR did not show issues related to the complaint. The complaint could not be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.